Event description:
Patient reported they had an endodontist repair a crown. They also had to have a root canal re-done due to infection. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.